Manufacturer narrative:
The tandem user guide instruct the use of humalog and novolog insulin as the only approved insulin types. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 400 mg/dl. Customer loaded off label insulin into the cartridge reportedly, the customer continued using the existing cartridge for insulin therapy.